Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17662416) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro pta (6mm10cm 135) balloon catheter cannot be inflated. There was no reported patient injury. Additional information was received indicating that the balloon of the powerflex pro pta (6mm10cm 135) balloon catheter was received ruptured. The device was stored and handled per the instruction for use (IFU). The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The intended treatment site was the superficial femoral artery (sfa). The length of the lesion treated was 200mm. An inflation device was used in the procedure. The same indeflator was not used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inserted into the patient once and it was not inflated as it failed to inflate. There was no force ever required when using the device. Another device was used to successfully complete the procedure. The patient did not experience any complications as a result of the failure with the device. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
As reported, the 6x100mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter could not be inflated. Another device was used to successfully complete the procedure. There was no reported patient injury. Additional information was received indicating that the balloon of the powerflex pro pta catheter was received ruptured. The device was stored, handled and prepped per the instruction for use (IFU). The device prepped normally. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The intended treatment site was the superficial femoral artery (sfa). The length of the lesion treated was 200mm. An inflation device was used in the procedure. The same indeflator was not used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inserted into the patient once and it was not inflated as it failed to inflate. There was no force ever required when using the device. The patient did not experience any complications as a result of the failure with the device. The product was removed intact (in one piece) from the patient. One non-sterile unit of powerflex pro 6mm10cm 135 was received coiled inside a plastic. Per visual analysis, it was noticed that the balloon was previously inflated and deflated, and a burst was found on the balloon distal section. No other issues were found. Leak test not performed due to the burst found on the balloon. The unit was sent to sem analysis in order to find the potential cause of the burst found on the balloon. The results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the balloon¿s axial burst, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. The internal surface of the balloon and proximal marker bands did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17662416 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture condition of the balloon could not be conclusively determined during the analysis. Based on the limited information available for review, vessel characteristics (although not provided) or procedural factors may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon as evidenced by the scratch marks and abrasions found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.